Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of under-responsive up arrow and down arrow keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no contamination was observed under the button contacts. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.